Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the sensor. The insulin pump kept alarming calibration error. Customer's blood glucose was 150 mg/dl. The customer removed the sensor and noticed the cannula was separated into two pieces. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications. The sensor was received with a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.